Event description:
A crack at the hose was found when the child was given fluids on (B)(6) 2023.

Manufacturer narrative:
There is an outgoing inspection to check for broken / hole in extension tubing, there is no qn raised for broken / hole in extension tubing during the production of this batch. No photo / sample is received for this complaint. If there is a sample received, the sample can be investigated for the cause of the of the cracked hose. The complaint will be re-open when there is a sample received for this complaint. The complaint trend will be tracked and monitored.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn-cap y catheter was defective / damaged the following information was provided by the initial reporter; a crack at the hose was found when the child was given fluids on (B)(6) 2023